Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2024. During the procedure, the patient's atrial and left ventricular leads dislodged while slitting the catheter. The atrial lead helix also had failure to retract. The leads were not used and replaced within the same operation. Post-procedure the patient was stable.